Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that she had a reservoir that would not lock to the infusion set, later the infusion set just came apart where it connects to the body at the quick release when she went to sat on the toilet. The site location was patient's right hip area and the pump was in her right pocket. Moreover, the infusion set was used for 6 hours or so. The infusion sets were stored in her bedroom. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 184 mg/dl. No further information was available.